Event description:
Device issue: misplaced stent. Time of device issue: during the procedure. Adverse event: placement of a second unplanned stent. It was reported, via trial, that during a right common carotid artery stenting procedure, in a mildly calcified lesion, the xact stent moved distally during deployment and did not fully cover the lesion. A second xact stent was placed proximally to fully cover the lesion. After post-stent dilatation, the pt experienced bradycardia and hypotension; atropine and neosynephrine were administered. The bradycardia resolved on the day of procedure. Two days post-procedure, the hypotension resolved and the pt was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with all relevant information.